Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 x 75 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 21.5 mm in diameter and 18 mm in length with moderate angulation, moderate thrombus and moderate calcification. It was reported that the stent grafts were successfully implanted; however, post implant angiogram showed a significant type I endoleak. Several angiograms with balloon placement to seal off other sources of the endoleak confirmed a proximal type I endoleak. The physician decided to place a cuff higher which sealed the endoleak successfully. The renal ostium was bell shaped and it was covered 10% with no impedance to renal flow or decrease in lumen diameter. No clinical sequelae were reported and the patient is fine.

Event description:
Films were received and their evaluation was completed. Pre-implant images were reviewed. The proximal aortic neck was straight for approximately 2 cm just below the renal arteries, and then angulated 50 degree right-left prior to the aneurysm sac. The aortic neck diameter (flow lumen) just below the renal arteries was 20 mm, with some calcification seen near the left renal orifice. The 7 cm abdominal aortic aneurysm contained thrombus; 3 cm diameter flow lumen. The cause of the reported proximal type I endoleak is unknown. Images during and post-implant were not provided, therefore the assessment of the endoleak could not be performed. Although the aortic neck was moderately angulated, it is unknown if the bifurcate was placed into the angulated or straight portion of the aortic neck.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause of event). Conclusion: 68 lack of information (unknown cause of event).